Event description:
It was reported that the patient had a new battery put in on (B)(6) 2014. The patient got a severe infection that they still had not recovered from after 3 rounds of really strong antibiotics. The patient¿s entire unit had to be removed on (B)(6) 2015. The infection flared up after the patient was 2 days off the antibiotics and they had been fighting it ever since. The patient had just finished their third round of really strong antibiotics, which just whipped their whole body. Right now the patient was not on anything to give their body a rest from it all. As what was going to happen as far as the infection, the patient was not sure if it was going to flare up again or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v391768, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v391768, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).